Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface was not seating properly upon inspection it was discovered that the articular surface was chipped.